Event description:
On (B)(6) 2013, it was reported that this handheld device (hhd) would not turn on. The device was connected for charged, and it appeared to be charging due to the red light on the power button lighting up. The lock button was not engaged. The device was left to charge but still would not turn on. A hard reset did not resolve the issue. The handheld device has not been returned to date.